Event description:
It was reported the patient's scs ipg was replaced with a new one. Reportedly, the patient's scs ipg was inoperable, the patient complained she was not receiving effective therapy and stopped using and charging the device for several years. Effective stimulation therapy was established postoperatively.